Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08640 inches. No over delivery anomaly noted during testing. Device was receive with cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 112 mg/dl at the time of the call. The customer used food and juice to treat. The customer experienced symptoms such as shaking and inability to walk. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller alleged pump over delivery due to a damaged retainer ring. Troubleshooting was completed but did not resolve the issue. The caller also reported a cracked select button. The insulin pump will be returned for analysis.